Event description:
It was reported that during the pulsed field ablation procedure to treat atrial flutter in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted when the farawave catheter was inserted after placing the sheath. The air was observed from the sheath to the handle and port. Air was also noted after aspiration. Beeat from the internal jugular vein, and viewflex from the femoral vein were present during air contamination. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial flutter in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted when the farawave catheter was inserted after placing the sheath. The air was observed from the sheath to the handle and port. Air was also noted after aspiration. Beeat from the internal jugular vein, and viewflex from the femoral vein were present during air contamination. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.